Event description:
It was reported that during a transcatheter aortic valve replacement, the implantable pulse generator (ipg) would not temporarily capture at the desired 180 beats per minute (bpm). The device paced to 140 bpm with normal capture noted. No action was taken and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.